Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported at lead implant, there was no pacing at 5.0v and the lead impedance was greater than 4000 ohms. The lead was not used. No patient complications were reported as a result of this event.